Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the insturment and found the tip clamp in the problem are broken. The tip clamp was replaced. The instrument was inpsected, tested without further problem, and returned to service.